Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction that could have contributed to the reported infection. No lot release records were reviewed, as the product lot number was not provided.the omnipod user guide (14421-aw, rev h) provides the following: warnings: - do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package as this may increase the risk of infection. Pods are sterile unless packaging has been opened or damaged.- do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Avoid infusion site infections:¿ always wash your hands and use the aseptic technique to prepare the infusion site before applying a pod.¿ do not apply a pod to any area of the skin with an active infection. If you are unsure whether to use a specific site, ask your healthcare provider.¿ at least once a day, use the pod¿s viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place.¿ be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in adifferent location. Then call your healthcare provider.¿ change the pod as instructed by your healthcare provider.

Event description:
The customer reported being diagnosed with cellulitis at the injection site and was prescribed keflex 500mg for treatment.